Event description:
It was reported that the distal tip of the screwdriver off within the head of an expedium closed polyaxial screw during insertion. Another driver was engaged in the screw head and force loosened the broken tip which was then removed. The surgeon felt the inserted screw was intact and the device was implanted. Concomitant device = expedium closed polyaxial screw, 179719770.

Manufacturer narrative:
The driver and section of broken outer sleeve thread were returned for evaluation. Visual inspection of the broken outer sleeve thread did not note any damage that would be indicative of cross threading as reported in the complaint description. The remaining thread on the driver was sheared and pulled from the parent thread. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no complaints reported for the product or lot code. No definitive conclusions can be made as to the cause of screw breakage. However, the noted damage suggests that the outer sleeve thread may have been subjected to a higher than anticipated axial stress resulting in thread damage. In the absence of an observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.